Manufacturer narrative:
It was observed that during the device evaluation, the light source exhibited emergency lamp not working. There were no reports of patient involvement.

Event description:
It was observed that during the device evaluation, the light source exhibited emergency lamp not working. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. It is likely the reported issue occurred due to a damaged lamp. Olympus will continue to monitor field performance for this device.